Event description:
It was reported hat the device was in hardware back-up vvi mode.

Manufacturer narrative:
The device was received in back-up vvi mode. The back-up mode was caused by two internal errors that the device detected. Testing with normal and low resistance high voltage loads found normal device behavior. No resets were detected in the firmware. The cause of the back-up vvi reset could not be repeated in the laboratory and the cause for the internal errors was not determined.

Manufacturer narrative:
Na